Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
As reported through the implant patient registry department, approximately 2 years post implant of a 26mm sapien 3 valve in the aortic position, the valve was explanted and replaced with a surgical valve. Investigation shows that at the time of implant the valve was deployed in a 90:10 aortic position with none/trace pvl. The patient had left the operating room in stable condition.

Manufacturer narrative:
Multiple attempts to obtain additional case information were made, however, the information was not forthcoming. Explant of aortic bioprosthetic valves can be due to multiple mechanisms. In this case, the cause for the valve explant could not be determined with the limited available information. There is no information to suggest a device quality deficiency related to this event. Per the IFU, device explants are potential risks associated with the use of the thv, delivery system, and/or accessories. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Reference CAPA-20-00141.